Event description:
Customer received result of 21.0 mmol/l on the sensor system, and a result of 6.7 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). (B)(6).